Manufacturer narrative:
Initial reporter is a siemens employee phone number: (B)(6). Siemens has initiated a technical investigation of the event. The root cause of this event was the disconnected di water hose. A siemens customer service engineer replaced the broken hose. No further action is warranted at this time.

Event description:
It was reported to siemens by the customer that during the morning warm-up phase, the deionized (di) water pump stand hose leaked resulting the floor becoming wet. There was no patient mistreatment or user injury associated with this event. In a worst-case scenario, the water spill on the floor could result in a slipping injury or medium severity. A fall of this kind may require medical intervention. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).